Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
Received info stating that the customer's fill estimate was inaccurate. There was no impact to the customer's blood glucose level.